Manufacturer narrative:
(B)(4). Without actual sample to evaluate we cannot state with absolute certainty the root cause, however due to another recent complaint the best assumption is the lockable drainage device did not have adequate adhesion. This part is supplied to us as a result, we have issued a quality notification.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4)

Event description:
Sales rep stated via email: patient had pleurx placed and was sent to recovery with the pleurx connected via lockable drainage line connected to pleurvac. The clear tubing on drainage line became separated from the access tip and cause air to enter into the lung space which caused the patient to have a pneumothorax. (B)(6)2017 no additional information provided despite due diligence attempt. This occurred with 2 defective units -other defective unit is captured in (B)(4).